Event description:
We have had an incident today where 2 ezio needles were found in their packaging without the safety cap attached. I know there was a safety alert about this in 2019 but we had ensured we had none of the affected needles. Unfortunately one of the 45mm needles and packaging was thrown away, we do however have a 15mm needle lot no 5196621 ref no 9018p still in its packaging with the safety cap detached.

Manufacturer narrative:
Qn#: (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned one ez-io 15 mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was completely removed from the needle and the needle tip was exposed. There were no puncture holes in the packaging from the needle, however other cuts in the packaging were observed, compromising the sterile barrier. It is possible these cuts occurred during the packaging and shipping of the sample to morrisville. This failure mode is likely related to the design of the kits packaging. The kit was opened , and the needle guard was reattached to the needle. The guard fit snug and required moderate force to remove. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2003. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 08/2017 and is approximately 4 years old. A CAPA is in process to further investigate the issue of the needle cover becoming detached. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample. The returned unopened kit was confirmed to contain a needle with its guard completely removed from the needle. There were no puncture holes from the needle observed in the packaging. The likely cause of this complaint is the package design. A CAPA is in process to further investigate the issue of the needle guard becoming detached.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
We have had an incident today where 2 ezio needles were found in their packaging without the safety cap attached. I know there was a safety alert about this in 2019 but we had ensured we had none of the affected needles. Unfortunately one of the 45mm needles and packaging was thrown away, we do however have a 15mm needle lot no 5196621 ref no 9018p still in its packaging with the safety cap detached.